Manufacturer narrative:
This report is submitted on august 28, 2019.

Event description:
Per the clinic, the patient has cancer and the oncologists needed her to have baha connect instead of baha attract. The revision surgery has completed (date not reported). General anesthesia was used at the surgery.